Manufacturer narrative:
B3: bsc aware date used as event date is unknown. The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via patient call center. It was reported that transient ischemic attack (tia) occurred. A left atrial appendage closure procedure was performed, and a 35mm watchman flx closure device was implanted in 2021. The patient experienced a recent tia.

Manufacturer narrative:
B3: bsc aware date used as event date is unknown.

Event description:
Reported via patient call center. It was reported that transient ischemic attack (tia) occurred. A left atrial appendage closure procedure was performed, and a 35mm watchman flx closure device was implanted in 2021. The patient experienced a recent tia.